Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. A conclusive cause for the reported patient effects of death, infection, ischemia, thrombosis, hemorrhage and the relationship to the product, if any, cannot be determined. The subsequent treatment of surgical procedure appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Article titled: "the management of peripheral vascular complications associated with the use of percutaneous suture¿mediated closure devices."

Event description:
A patient was reported through a research article identifying either techstar or prostar device that may be related to the following patient issues: infection complication, lower extremity ischemia resulting from common femoral thrombosis that was treated with embolectomy, hemorrhage, blood transfusion, hospitalization, vascular bypass grafting, removal of the hip [disarticulation], death. Details are listed in the article, titled "the management of peripheral vascular complications associated with the use of percutaneous suture-mediated closure devices".